Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported when inflating the fixing balloon, leakage was observed. Per additional information provided, the doctor indicated that the leakage was coming from the balloon. The issue occurred after insertion into the patient. The tube was removed and replaced with a new one.